Event description:
Pt reportedly smoking with oxygen on or in vicinity. Room in which pt smoking caught on fire and family unable to remove them from room. Pt pulseless and apneic when ambulance arrived. Pt resuscitated, intubated and sent to burn unit. Pt previously cautioned not to smoke near oxygen.